Manufacturer narrative:
Device was used for treatment, not diagnosis. Synthes (B)(4) service and repair coordinator reported complaint late. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the battery reciprocator does not function was confirmed. The unit was tested and was found to be frozen. This is most likely due to immersion during cleaning.(B)(4)

Event description:
Synthes (B)(4) repair coordinator reported the 530.615 (battery reciprocator) is frozen and not functioning. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4). Placeholder.